Event description:
The customer reported that during an esophagectomy, it was discovered that the jaw pin on the device detached and fell into the chest cavity. The piece was retrieved and another device was used to complete the procedure. There was no tissue damage, no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection found the moving jaw disengaged from the device but was still attached by the wire. An inspection of the returned jaw pin showed nothing that would have caused or contributed to it disengaging from the device. Covidien is currently investigation this issue.